Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had their pump removed because of an infection (e. Coli). No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump removal due to an infection had been resolved. The patients weight at the time of the event was reported. It was noted that the pump was disposed of so would not be returned for analysis. No further information was provided at this time.